Manufacturer narrative:
Device received with critical pump error (open book image) after battery insertion due to moisture damage on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched or peeling keypad overlay texture, scratched display window cover, faded or stained or peeling serial number label, peeling or fading end cap address label and scratched case. Moisture damage on force sensor assembly and on motor assembly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that red x was displayed on the screen of insulin pump. No harm was required during medical intervention. The insulin pump will be returned for analysis.